Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). (B)(4). Customer wanted to know how to correct this error. I explain to the customer that he needed to replace the motor control board. The customer said ok and ended the call. Failure device type. Failure problem type. Failure mode. Explain to the customer that he needed to replace the motor control board in order to correct this error. The customer stated that he would just replace the board and if he has any more problems that he would call back. Ref: (B)(4).